Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code 805:01. It is unknown when this condition occurred. According to the hospital representative the patient was not involved. During the product evaluation at baxter, it was discovered that failure code 805:01 occurred during infusion, which caused an interruption during delivery. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.